Manufacturer narrative:
Trackwise# (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The lot # 3000435758 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire came off shortly after they started using it. The device has not remained in the body as it is only about to peel off and has not been completely dislodged. A new device was used and the procedure was completed without any issues, with no impact on the patient. There were no procedural delays.